Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wiring of the power extension cable. There were no additional damages to the power cord and/or power supply. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of damage on the power extension cable was confirmed.

Event description:
The patient reported the patient electronics device sparked from a damaged area on the power extension cable and that the sparking burned a hole into their sofa cushion. There were no adverse consequences to the patient. The patient electronics device was replaced.